Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell onto cement and now the touchscreen is shattered and unresponsive. Customer's blood glucose level was 240 mg/dl. Customer delivered a novolog shot and contact stated customer has back up insulin pens for insulin therapy.